Event description:
It was reported that anspach drill had e6 and e8 errors. There was a delay of less than 30 minutes and procedure was changed to manual. Preliminary investigation results revealed that anspach drill did not exceed 68000 rpm, started smoking and became too hot to the touch.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported that the system displayed e6 and e8 errors (overheating). DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides instruction for drill errors. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. A drill test was run with the returned drill, it started smoking and became too hot to touch after a couple seconds of the test. There was also an abnormal noise. The noise and subsequent smoking of the drill is consistent with a broken motor shaft driver in the drill. The malfunction is most probably due to expected wear / tear.